Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had to go to the emergency room on (B)(6) 2017, but that it was not for diabetic related issues. He said that he was so disoriented that he was unable to get his meter to work. The customer said that one hour prior, his blood glucose was 135 mg/dl. When the paramedics checked his blood glucose it was 40 mg/dl. He stated that the paramedics gave him a shot and that his blood glucose went up to 300 mg/dl immediately. The customer said that once he got to the hospital, his blood sugar was 150 mg/dl and that the hospital took his pump off during his stay. He said that there is an issue with his body and the hospital isn¿t sure what it is but that he wants to make sure that it isn¿t the pump or his meter. He said that he put the pump back on once he got back home and that his blood glucose was over 300 mg/dl and he took a correction bolus and it came down to 285 mg/dl within an hour and a half. He mentioned that before bed, his blood glucose was down to around 100 mg/dl and then 300 mg/dl the next morning. He said that he took another correction bolus and a bolus for breakfast. The customer said that his blood glucose is 263 mg/dl and is coming down and that his pump says that his active insulin is 3.4. The customer was advised that the pump is delivering insulin and working like it should. He said that he feels that he is getting scar tissue and that may be the reason he is getting high blood glucose at times. The customer was advised to consult his doctor in order to try another infusion set. The insulin pump is not being returned for analysis.